Event description:
Customer reported blood glucose results of 200 mg/dl, "90's" mg/dl, and 130 mg/dl within 10 mins on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.